Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr850 respiratory humidifier was displaying erratic temperature readings, and at one point, it reached 47.4°c with a gas flow of 6lpm. A bc2425 neonatal oxygen therapy nasal cannula appeared to be flexing back in the patient's nose, causing blockage to the gas flow. No patient consequence was reported.

Event description:
The customer reported that the medication line broke off into the flolink device. The cracked connection was observed 2 hours after being connected. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
Evaluation summary:the reported condition of the med line broke off into the cap was confirmed. During visual inspection, an unknown broken piece inserted into the gland was observed on the flolink. The root cause for the reported condition could not be identified. A label review found that the label contains the appropriate warnings, cautions and directions for use. (B)(4).

Manufacturer narrative:
The sample is available for evaluation; however, the sample has not yet been received by baxter. Upon completion of the evaluation, a follow-up report will be submitted to provide the results. (B)(4).